Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 216 mg/dl at the time of the incident. Customer stated that she received the alarm when she was bolusing. Customer also received a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 error alarm during prime/a33 test due to moisture damage inside the force sensor resistor. However, the motor passed the motor test. The insulin pump has cracked case at the display window corner, cracked lcd window and cracked reservoir tube lip.